Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was found to be over infusing during testing. No patient involvement was reported.

Manufacturer narrative:
H3: one pump was returned for analysis. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer¿s stated problem was not confirmed through accuracy testing. The dso seal lifting was identified. Replaced dso seal. The device passed all functional testing after repair.